Event description:
New information received notes programming changes were made. There were no patient consequences.

Event description:
It was reported that post sensed t wave oversensing as well as undersensing of p waves was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no patient consequences.